Event description:
The manufacturer received a voluntary medwatch (mw-5154359) in which the patient alleging stage 4 lung cancer. Patient is undergoing removal of excess fluids from the lung every 14 days. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
Edit response in init. Report sent to FDA(rfb).